Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended device replacement. The patient did experience syncope, fainting, and loss of consciousness most likely due to oversensing which lead to inhibition of pacing. It noted that this patient is dependent on therapy. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to update field h6 impact codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed the device was operating in safety mode, and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended device replacement. The patient did experience syncope, fainting, and loss of consciousness most likely due to oversensing which lead to inhibition of pacing. It noted that this patient is dependent on therapy. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended device replacement. The patient did experience syncope, fainting, and loss of consciousness most likely due to oversensing which lead to inhibition of pacing. It noted that this patient is dependent on therapy. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.